Event description:
It was reported that the tandem mobi pump battery would not charge beyond 90 percent. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that using a third-party wall adapter is not recommended, and they acknowledged this advice and stated they would locate the recommended wall adapter for further troubleshooting. Upon follow-up contact confirmed using different supplies resolved the issue. Charging supplies used to resolve the issue are non-tandem wall adapter and non-tandem charging cable. Pump began charging. Cts to send replacement tandem charging cable and tandem wall adapter via two-day shipping. No further assistance required.